Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the presence of blood/body fluid in the helix housing with the helix itself retracted. The lead was also twisted along its full length. Resistance tests were completed including submersion of the lead electrodes in a buffered saline solution with an electrical current passed through the conductor. Measurements throughout these tests were within normal limits and comparable to a similar known good lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high impedance measurements.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds of 5.0 v @ 2.0 ms and decreased sensing at routine follow up. An x-ray was obtained that indicated lead dislodgement. A revision procedure was performed at which time the physician made several attempts to reposition the lead but high out-of-range pace impedances greater than 4,000 ohms were observed via pacing system analyzer (psa). The lead was explanted and replaced with an alternate lead. No adverse patient effects were reported.